Event description:
The reporter states that she obtained the blood glucose results of 200 mg/dl and 85 mg/dl within 10 minutes on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.